Event description:
Any new information relating to this event will be reported in manufacturer report # 3007566237-2017-00796.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient was having difficulty charging the implantable neurostimulator (ins). The patient was getting 0-4 coupling bars and due to the high settings being used, the ins battery was depleted. The patient had only been implanted for two weeks and they noticed in a day or two that the ins had depleted to 1/4th. The patient had been struggling to charge the ins since then. At an appointment on (B)(6) 2017, the nurse was only able to get four coupling bars. Repositioning the recharger antenna did not resolve the issue. The nurse was able to communicate with the ins using the patient programmer and clinician programmer. When the antenna locate feature was used, the manufacturer representative got 42/42 and they had been moving the antenna all over the ins. The manufacturer representative mentioned the ins was in a funny position/tilted and they could only get four coupling bars with the antenna over the suture line. When the nurse tried, they were only able to get 0-2 coupling bars. At the time of this report, the manufacturer representative tried using antenna locate and they got 48/50, but there was no improvement in coupling. Another recharger was used, but that did not resolve the issue. The manufacturer representative noted the patient did have a pocket adapter implanted. The nurse was going to discuss a possible x-ray and next options with the doctor since the current coupling was not going to work for a patient with high energy use. No medical symptoms were reported.